Event description:
During the carotid stenting procedure, bradycardia and severe hypotension occurred during re-dilatation of the precise stent using an amiia 4.5 x 20 balloon. Spasm occurred when the angioguard was placed distal to the lesion. The patient is a male. There is no information regarding which carotid artery was treated. The characteristics of the vessel are unknown. There is no information as to what medications were given prior to the procedure. The information received states that the vasovagal reflex caused the spasm, which occurred during deployment (opening) of the angioguard in the distal area of the vessel. The stent was accurately deployed in the lesion. The patient was given nicardipine hydrochloride i.v. To treat vasovagal symptoms. All these symptoms were transient events. The doctor suspected that the root cause of the events were the vagal reaction and the affection of angioguard device. The procedure was completed successfully and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.